Event description:
It was reported that when the device was opened, the jaw was inspected and a metal piece was broken off and protruding from the tip. This happened prior to the case and the device did not make it onto the field. There was no patient injury reported and the complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the complaint device revealed the jaws were bent. Further inspection revealed the bending of the jaws broke the jaw pin weld. Two holes in the plastic tray was observed that aligned with the jaws when the device is seated in the tray. Two holes that align with the tray was also observed on the chipboard box. Additional damage was also observed on the chipboard box. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause may be attributed to improper handling during transit or at the facility site. The instructions for use (IFU) state: inspect packaging before opening. The contents of the package are sterile if the package has not been compromised. Do not use the instrument if the sterility has been compromised. If the package is damaged or if it was opened and the instrument not used, return the instrument and the package to stryker. The contents of the package are provided sterile by method of ethylene oxide gas and is for single patient use only. Do not use if there is any evidence of damage to the package. The reported event will continue to be monitored through post market surveillance.